Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 device evaluation anticipated, but not yet begun.

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the battery charging failure was caused by the data acquisition board and not the battery. This failure is not reportable. H3 other text : additional information was received that the battery charging failure was caused by the data acquisition board and not the battery. This failure is not reportable.